Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Investigation: we were informed by the UK national joint registry (njr) that the product brand revitan cementless stem in combination with the continuum cup appears to have a ptir (revision rate per one hundred patient years of implantation) above the average for its group's ptir. Based on the report there were 23 primary surgeries performed with revitan cementless stems and continuum cups and a total of 3 revision cases have been registered. No individual case information such as part / lot number, event description, harm and hazardous situation has been reported, therefore no case specific investigations could be performed. Further, complaints are monitored through monthly complaint review in order to identify potential adverse trends. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to unknown reasons.